Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the reconstruction of the cruciate ligament, the screw broke into small pieces. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4020c-08 fastthread¿ biocomposite¿ interference screw, 8 x 20 mm, batch 15472044, was received for evaluation. During visual inspection, the anchor was found to be broken; the fragments generated during the event were not returned for evaluation. The returned portion exhibited warped and deformed threads, as well as distortion of the hexagonal head diameter. The returned piece of the screw was measured in accordance with the drawing specification. Drawing c18876 at revision 2, component c18876-02 at revision 2. Overall length. 1.181 +.010/-.015 inches; result: 0.688 inches. The screw is shorter due to the breakage. A functional test was not performed because the anchor/screw was received broken. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment during insertion, and failure to properly seat the anchor onto the screwdriver, which can lead to damage to the screw. These steps are emphasized in the directions for use (dfu-0111-eo, interference screws). G. Precautions: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.